Event description:
It was reported that episodes of automatic mode switch (ams) due to noise were detected on the atrial lead. No programming changes were made. The atrial lead will be monitored. There were no adverse health consequences, the patient was stable.